Event description:
It was reported approximately seven months after being implanted with the spinal cord stimulation system (scs) high impedance readings were found on the leads. The patient was successfully reprogrammed at that time. However, approximately two months later, high impedance readings were again reported as well as lead migration. Attempts to reprogram the device were unsuccessful. The patient then underwent a revision procedure where the leads were replaced due the reported high impedances, lead migration, and patient reports of irretractable low back pain and bilateral lower extremity pain. The patient did well postoperatively; with the physician having noted that the patient had a history of low back and leg pain. Additionally, it was reported that one of the lead tails had been bifurcated during the removal of the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7076878. Product family: scs-lead fixation upn: m365sc43180: model: sc-4318. Serial: na. Batch: 29121453.

Manufacturer narrative:
Correction to the initial MDR in block b5. Analysis of the returned sc-2317-50, serial (B)(6) revealed the lead was cleanly cut into three pieces approximately 22.5 centimeters from the distal end; as a result, electrical testing could not be conducted. No other anomalies were identified aside from the clean-cut. This type of damage is the result of a typical explant procedure and is not considered a failure. However, microscopic and x-ray inspection of the returned sc-2317-50, serial (B)(6) revealed multiple cables were completely broken 2 centimeters from the set screw mark at the bent/kinked location of the lead. There were no exposed cables at the fracture location. Although the lead gets kinked after it exits the clik x anchor, it appears the lead was exposed to excessive mechanical force when the lead migrated resulting in the fracture. Therefore, the report of inadequate stimulation and high impedances are likely due to the fracture cables on the lead. Additionally, a review the of the instructions for use (IFU) product label revealed lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk of implanting the spinal cord stimulation (scs) system. Clik anchor sc-4318, lot 29121453was not returned for analysis.

Event description:
It was reported approximately one month after being implanted with the spinal cord stimulation system (scs) high impedance readings were found on the leads. The patient was successfully reprogrammed at that time. However, approximately two months later, high impedance readings were again reported as well as lead migration. Attempts to reprogram the device were unsuccessful. The patient then underwent a revision procedure where the leads were replaced due the reported high impedances, lead migration, and patient reports of irretraceable low back pain and bilateral lower extremity pain. The patient did well postoperatively; with the physician having noted that the patient had a history of low back and leg pain. Additionally, it was reported that one of the lead tails had been bifurcated during the removal of the lead.